Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the mini usb cable was not packaged in the onetouch verioiq meter kit she purchased. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported she purchased the meter kit in (B)(6) 2013. She confirmed the subject meter did power on when she received it; however, after she tested with it a few times, it stopped powering on. The patient informed the mss that she was initially not aware that the subject meter had to be charged via the usb cable until her sister told her that the meter did not take regular batteries. The patient informed the mss that she manages her diabetes with medication (lantus insulin and metformin), diet and exercise. The patient confirmed she was unable to test her blood glucose due to not having a means of charging the subject meter for use. The patient denied making any changes to her usual diabetes management regimen; however, claimed that on an unspecified day in (B)(6) 2013 she developed symptoms of feeling tired, sweaty and a ¿little trembly¿. The patient stated she drank soda in response to the symptoms and confirmed feeling better afterwards. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after she was unable to test with the subject meter.